Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument was not detecting a full bowl was verified during service. The service technician found that the led 10 was unresponsive; ran the level ovr diagnostic and the led voltage gain was at 95%. Additionally, it was noted that the manifold door was sticking. The issues were resolved by cleaning and adjusting the emitter, detector and the led current and gain; also, by cleaning and lubricating the manifold door mechanism. Preventive maintenance was performed per specifications. The instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this autolog iq instrument had a detection issue where it was not recognizing a full bowl. The instrument was replaced to complete the procedure. There was no adverse patient effect reported with this event. Medtronic received additional information that some blood loss occurred as the rbcs continued to be processed with a full bowl. The amount of blood lost was unknown. The problem was identified fairly quickly and the customer ended up swapping out cell savers. No transfusion was required as a result of the malfunction.